Event description:
It was reported that when using the bd pyxis¿ medstation¿ es server did not start, and the certificate could not be renewed after several attempts. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was not started the patient encounter system. The technical support specialist (tss) updated the password and restarted the system, but the issue remained the same and identified an interface problem. Tss consulted with the product support engineer, pse(product service engineer) identified that was all in one so there was no iss and requested the user to reinstall the webservice folders. Customer tried to reinstall and identified that the web and care fusion coordination engine communication was still down. Pse uninstalled the server pyxis client interface and reinstalled it back and shared the key to establish the connection. Customer confirmed that the connection was enabled and rebooted the system to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.